Manufacturer narrative:
Event history/data log review: pump was powered on at 15:23:48. Tubing was loaded into channel a and channel was programmed with the calculated rate of 1.0 ml/hr. Open key was pressed and tubing was unloaded. A tube misload set occurred and then a reset mrt set (unknown if mtr was initiated by user). Tubing was then loaded and unloaded followed by three more reset mtr sets. Failure code 715:00 occurred next at 15:27:15. Fc 715 is a mtr reset timeout failure. This failure occurs after three reset mtr sets. Channel a was then powered off and channel b was taken out of standby mode and the off key was pressed. Channel b then went into reset mtr (unknown if mtr was initiated by user). Pump then went into failure code 4:311:3686:001d. Failure code 4 is a selection_statement_default. The pump was then powered off/on, (15:28:55) failure code 803:07 occurred on channel a. Fc 803:07 is related to the slide clamp sensor and is known to occur when a blue slide clamp is left in the slide clamp slot. Off key was pressed (15:29:06), but reset mtr sets occurred on channels b and c. Both channels were reset and the pump powered off at 15:48:46. Other pump information/condition: software version: 5.03.00, 3.06.00 and channels 2.06.00. Pump time and date are correct. Assignable cause: fc 175:00 occurred due to reset mtr timeout. Advised biomed to send pump into for service due to fc 4.

Event description:
The facility reported to baxter, during an on-site visit for another pump, an infusion pump which had alarmed failure code 715 during pt infusion. The hospital representative stated they have no record of any pt injury or medical intervention. No additional info was provided regarding pt's demongraphics, medication involved, or device programming. On 09/06/06 the facilty reported on mw1040020 that the pump failed while on a pt. Channel a failed and stated a pump failure. Event history shows 3 failure codes 715:00, 4:11:3686 and 803:07.